Event description:
"C" clamp in place for arterial sheath pull. Sheath pulled, attempted to tighten clamp and knob broke. Manual pressure applied to exit site and another clamp put in place. Second clamp had no problems.